Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, only four or five clips came out of the device and all were malformed. No patient consequences were reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.